Event description:
It was reported that the core console with integral irrigation pump caused an unknown handpiece to run without user activation during a procedure. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.